Event description:
Additional information received from the consumer reported the implantable neurostimulator (ins) was implanted in the patient's back, so they were unable to charge because they had cancer and lost a lot of weight so it was "floating around in there." As a result the patient had a revision where the ins was moved up front by the ribs. Relevant medical history includes spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
Information received from the consumer reported that patient was recharging their implantable neurostimulator (ins) too often. They were also unable to charge. It was hard to maintain coupling unless the patient lies on their back. The consumer reported that the ins only stayed charged for a day then depletes too quickly (to completely empty). It was not known if the patient charged to 100% full but they thought the ins was not staying charged and depleted more quickly than before. The patient did not have programming where they did not feel the stimulation. The patient can feel the stimulation. It was noted that the patient had relatively high settings and usually kept the device on but since the issue began they have been leaving it off more due to the recharging interval. Follow up information received from the healthcare professional (hcp) reported that the cause of the difficulty recharging the ins (and the resulting quick depletion) was due to the position of the battery. The patient could not get a complete charge so ins battery depleted quickly. The patient was sent to a surgeon to reposition the battery. The surgery was pending at the time of report. The indication for use for the implanted device was noted as spinal pain. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the manufacturer representative reported that the health care professional (hcp) had moved the implantable neurostimulator (ins) for the patient's comfort.